Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, baylis medical transseptal needle. (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for idiopathic ventricular tachycardia with thermocool smarttouch unidirectional sf catheters x 2 and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, the patient became slightly hypotensive. Pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis was initiated, but during the procedure, the pericardiocentesis catheter entered the left ventricle. Patient was transferred to the operating room for surgical removal of the pericardiocentesis catheter. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. It was noted that it is unknown when or how the tamponade occurred. Physician did not provide a causality opinion. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on power control mode at 35 watts and smarttouch sf settings. Power was not titrated. Ablation was performed in the rvot for a total of 57 seconds. There is no information regarding the last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed by the physician outside of the body. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
On 9/1/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation: it was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).